Event description:
The user is questioning the presence of an artifact detected by the device during deployment.

Manufacturer narrative:
(B)(4). Device investigation is pending. Issue is being reported as the error could not be cleared by the operator.